Manufacturer narrative:
Manufacture narrative: secondary surgical intervention to remove and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient with pre-existing ocular/corneal surgery experienced excessive vault, refractive surprise, and blurred vision. Reportedly, "blur interference vision. Starburst affect driving at night." The lens was exchanged.